Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell off the bed while the customer was asleep and the touchscreen became cracked. The customers blood glucose level was impacted (275 mg/dl) the customer took a manual injection to stabilize bg level. Reportedly, the pump is still functional. However, the customer reported that multiple cartridge error messages occurred while attempting to load multiple new cartridges. The customer spoke with health care provider regarding reverting to manual injections. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
(B)(4). Touchscreen cracked reported issue was confirmed. In addition, a different issue was also found.